Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl. Reportedly, customer was out of altitude range at an elevation of 12,000 ft and did not receive any alerts or alarms. Customer delivered a correction bolus and performed a supply change to address the issues.